Event description:
It was reported, "the chuck became cold welded to the cannulated drill and would not come off."

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.